Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that the patient received a call to have an MRI and they wanted to know if there was a way to put the implant into MRI mode. Caller mentioned the patient hasn't used the equipment in years and don't know where the patient programmer is or where the charger is. Agent asked if patient had used the implant recently and caller noted patient had not used the implant in the past 3-4 years. Caller stated after the implant surgery the stimulator did not help at all and different reps tried to reprogram it. Caller reported the patient has an appointment on (B)(6) with a neurosurgeon to have the implant taken out; caller added they were referred by the pain management doctor. Agent reviewed MRI mode and jump starting the implant and that the implant was likely dead. Agent advised caller to have the implant removed before getting the MRI. When asked for an event date; caller mentioned probably the last 3 years at least. Caller followed up saying that the last doctor they saw referred them to the neurosurgeon.